Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 341 mg/dl. It also reported that tubing was not bent. It also reported that the customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with the insulin flow blocked alarm functioning properly. Unit received with keypad overlay peeling, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.